Event description:
It was reported that wireless module for a spectrum infusion pump will not connect to the network. It was further reported that the customer "was unsure if an infusion was programmed without the most recent mdl as a result of the network connectivity problem." It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received by baxter and the reported symptom was confirmed. The wireless module was not within specification. The module failed to pass testing due to a failure on the radio pcb, rendering the unit un-repairable. This unit will be removed from service.